Manufacturer narrative:
(B)(4). Visual evaluation of the returned product/provided photos identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A complaint history search was not performed as the packaging design has been remediated. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. The reported event has been confirmed by evaluation of the returned product and provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the outside packaging was not damaged, but the inside packaging was damaged upon opening. There was no debris in the packaging. The case was completed with another device. No known impact or consequence to the patient.